Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital because she could not use the insulin pump and no one was able to help, so they gave her a back-up to use. Customer stated that she was not admitted to the hospital and had one line on the battery. Customer wanted to know if she could change the battery. Customer had a no delivery alarm and her blood glucose was 242 mg/dl at the time of the incident. Customer verified that the insulin exits the tubing. Customer was advised that the pump is working as designed and to monitor the pump.

Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.